Manufacturer narrative:
The reported event of sensing anomaly could not be confirmed in the lab. Interrogation of the device revealed the device was above the elective replacement indicator when received. Pacing, sensing, impedance, hv output, patient notifier was tested and no anomaly was detected. The cause of the field event remains undetermined.

Event description:
It was reported that a patient presented in-clinic. Upon interrogation of the patient's implantable cardioverter defibrillator (ICD), it was discovered that the device had a wide qrs complex. The device was explanted and replaced on (B)(6) 2021. The patient was in stable condition before, during, and after the explant.